Event description:
Patient reported recall, breast pain, inflamed axillary lymph node, headaches, patient additionally reported "tiredness" and "nail weakness"; these events are not device related. Device remains implanted. This relates to the left side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall, breast pain, inflamed axillary lymph node, headaches.